Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked and would no longer hold the reservoir in properly. The customer stated that this issue was affecting insulin delivery. Blood glucose level at the time of the incident was 174 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads. The test reservoir locks into the reservoir tube properly.